Event description:
It was reported that the vns patient was hospitalized due to an increase in seizures. The patient's device was tested and system diagnostic results showed normal device function. The patient's device output current was increased from 1ma to 1.25ma and the patient subsequently began coughing. The output current was reduced back to 1ma, but it was observed that the device off-time was programmed to 60min which is indicative of an interrupted system diagnostic test. The patient's device settings were later corrected. Based on the available programming history, it appears that the interrupted system diagnostic test occurred during an office visit on (B)(6) 2012. The patient was last programmed to 1/20/500/30/60/0.75/500/30 on (B)(6) 2015.